Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided images show two stents placed in overlapping manner without any visible deformity. The stent delivery system was returned for evaluation and the stent graft was found completely deployed and was not returned as it was implanted in the patient. The distal part of the delivery system including the radiopaque marker was broken off and detached as reported by the customer which leads to confirmed results. In this case, it was reported that a 9f introducer was used with a 0.035" guidewire for access, the tracking vessel was tortuous but not calcified, pre-dilation was performed and the device was flushed before use. Based on the provided information, x-rays and the evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the IFU state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the IFU states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. D4 (medical device expiration date, unique identifier (UDI) #), e1, g3, h6 (component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to misfire. It was further reported that the stent broke and detached. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided images show two stents placed in overlapping manner without any visible deformity. The stent delivery system was returned for evaluation and the stent graft was found completely deployed and was not returned as it was implanted in the patient. The distal part of the delivery system including the radiopaque marker was broken off and detached as reported by the customer which leads to confirmed results. In this case, it was reported that a 9f introducer was used with a 0.035" guidewire for access, the tracking vessel was tortuous but not calcified, pre-dilation was performed and the device was flushed before use. Based on the provided information, x-rays and the evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the IFU state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the IFU states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. D4 (medical device catalog #, unique identifier (UDI) #), g3. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to misfire. It was further reported that the stent broke and detached. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to misfire. It was further reported that stent is break and detached. There was no reported patient injury.